Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 800mg/dl and diabetic ketoacidosis. Customer indicated that their doctor may have changed the settings for their pump. Troubleshooting found that the customer removed the pump battery and then put it back in after the pump alarmed battery out limit. The customer indicated that their high blood glucose was due to a kidney infection and declined to troubleshoot further.